Event description:
Reason for use: cardiac catherization. A plastic piece separated from the hub of the product and had the cardiologist have not noticed the object could have been retained. Used in a cardiac cath, stopped using as soon as device broke.